Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Nonconformances were identified during the mre and that the issue will be handled through mentor's quality system reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 19-year-old caucasian female who underwent a breast augmentation primary with a mentor smooth round moderate plus profile, 325cc saline breast implant, experienced bilateral capsular contracture unknown grade, and right-sided deflation postoperative. The patient reported that the right side looks like it decreased in size, and left side is sagging with more, scar tissue, and is sensitive & painful, sometimes patient can see the implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.